Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances during the original build. During the investigation the pump flex circuit was found to be damaged, which caused the alarm failure.

Event description:
The initial reporter states that the pump was not alarming for upstream occlusion. They also stated that this occurred during testing and therefore did not have any patient involvement. (B)(4).